Event description:
Hospital personnel responded to a patient in the ICU in cardiac arrest. The device was charged to 200 joules and, according to the reporter, the operator stated the device transferred energy before the discharge buttons were pressed, shocking an aide who was touching the patient. The patient was resuscitated and no adverse affects to the patient or the aide were reported as a result of the alleged malfunction.